Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced unexpected hyperglycemia followed by nocturnal hypoglycemia and subsequent hyperglycemia while using the ilet with teflon infusion sets, with one set placed higher on the body than usual; the user changed the infusion set and filled the cartridge and tubing without visible bubbles and later stabilized around 140 mg/dl. Symptoms included headache and slight dizziness during hyperglycemia. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included troubleshooting, education, and assignment for additional training, and replacement infusion sets were shipped. Investigation of this case revealed no device alarms and no confirmed device malfunction, with cause unclear for the reported hyperglycemia and hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.